Event description:
It was reported that a new insulin infusion was started at 1607 on (B)(6) 2019, and the pump was set to alarm when the hourly volume had infused. When the glucose was drawn at 1920, the level was critically elevated at >38mmol. The infusion was stopped, and it was noted that 298ml was not accounted for in the remaining bag. The neonate received an unspecified 'medication management' to treat the elevated blood glucose levels, and required transfer to a tertiary center for ongoing management and investigation. The facility required two staff members to check both the patient and the fluid prior to starting the infusion, and they do not feel this was a user/programming error. No further details pertaining to this event were provided.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The event logs showed no anomalies. The lvp module appears to have functioned and operated as intended as programmed by the user, and initiated alarms when conditions were identified. At around the time the reporter indicated that a new flask of fluid and infusion line were introduced (16:07hr 29 december 2018) the log shows that there were ¿door open¿ and ¿flow stop open¿ alarms recorded. ¿ when the infusion was resumed the rate was set to 12ml/hr and the vtbi to 12ml. Two infusions were completed with these infusion parameters and during the third infusion the user placed the pump into ¿stand-by¿ mode. ¿ during the infusion period the user cleared the vi to zero on two occasions. At the end of the infusion period the calculated vi for the lvp since the last vi clear operation would have been 57.96ml, with the total vi for the whole infusion period was calculated to be 409.59ml. Testing and inspection of the returned pcu and lvp found no malfunctions and to be infusing within specification. The event administration set was not returned for investigation. The root cause of the reported over infusion was not identified.

Manufacturer narrative:
The patient was a neonate. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a new insulin infusion was started at 1607 on (B)(6) 2019, and the pump was set to alarm when the hourly volume had infused. When the glucose was drawn at 1920, the level was critically elevated at >38mmol. The infusion was stopped, and it was noted that 298ml was not accounted for in the remaining bag. The neonate received an unspecified 'medication management' to treat the elevated blood glucose levels, and required transfer to a tertiary center for ongoing management and investigation. The facility required two staff members to check both the patient and the fluid prior to starting the infusion, and they do not feel this was a user/programming error. No further details pertaining to this event were provided.